Event description:
Event [preferred term] (related symptoms if any separated by commas) severe hypoglycemia at school and she fainted [hypoglycaemic unconsciousness] np4 was dropped and broken (cartridge holder) [device breakage] piston rod got stiff.[device issue] tried to inject her daughter once and she couldn't, with the second trial, she injected her and she believes the dose was more than the adjusted dose [incorrect dose administered by device] using dialling click s in estimating the dose [wrong technique in device usage process] case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. The patient's height, weight and bmi (body mass index) were not reported. This serious solicited report from egypt was reported by a consumer as "got an injury on the chin(face injury)" with an unspecified onset date , "severe hypoglycemia at school and she fainted(hypoglycaemic unconsciousness)" with an unspecified onset date , "np4 was dropped and broken(cartridge holder)(device breakage)" with an unspecified onset date , "piston rod got stiff(device component defective)" with an unspecified onset date , "tried to inject her daughter once and she couldn't , with the second trial she injected her and she believes the dose was more than the adjusted dose(incorrect dose administered by device)" with an unspecified onset date , "using dialling click s in estimating the dose(wrong technique in device usage process)" with an unspecified onset date and concerned a 7 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", dosage regimens: novopen 4: not reported current condition: diabetes(type and duration not reported). Concomitant medications included - novorapid penfill(insulin aspart). On an unknown date, the patient has severe hypoglycemia at school and fainted and got a injury on the chin because novopen 4 was dropped and broken (the cartlidge holder) and piston rod got stiff , when tried to inject once and couldn't, with the second trial the reporter believes the dose wasn't correct. It was reported that she was not completely sure that it was the pen problem , mentioned that she thought that may be her daughter did not take her meals in the school , she mentioned that always she tries to inject test dose to be sure that the pen was injecting insulin , but this time that she realized that the pen inject insulin more than the adjusted dose . It was reported that the reporter was using dialling clicks in estimating the dose batch numbers: novopen 4: unknown the outcome for the event "got a injury on the chin(face injury)" was not reported. The outcome for the event "severe hypoglycemia at school and she fainted(hypoglycaemic unconsciousness)" was not reported. The outcome for the event "np4 was dropped and broken(cartridge holder)(device breakage)" was not reported. The outcome for the event "piston rod got stiff(device component defective)" was not reported. The outcome for the event "tried to inject her daughter once and she couldn't , with the second trial she injected her and she believes the dose was more than the adjusted dose(incorrect dose administered by device)" was not reported. The outcome for the event "using dialling click s in estimating the dose(wrong technique in device usage process)" was not reported. Reporter's causality (novopen 4) - got a injury on the chin(face injury) : probable severe hypoglycemia at school and she fainted(hypoglycaemic unconsciousness) : probable np4 was dropped and broken(cartridge holder)(device breakage) : unknown piston rod got stiff(device component defective) : unknown tried to inject her daughter once and she couldn't , with the second trial she injected her and she believes the dose was more than the adjusted dose(incorrect dose administered by device) : unknown using dialling click s in estimating the dose(wrong technique in device usage process) : unknown company's causality (novopen 4) - got a injury on the chin(face injury) : unlikely severe hypoglycemia at school and she fainted(hypoglycaemic unconsciousness) : possible np4 was dropped and broken(cartridge holder)(device breakage) : possible piston rod got stiff(device component defective) : possible tried to inject her daughter once and she couldn't , with the second trial she injected her and she believes the dose was more than the adjusted dose(incorrect dose administered by device) : possible using dialling click s in estimating the dose (wrong technique in device usage process): possible. Since last submission the case have been updated with the following: novorapid coding changed to novorapid penfill. Reporter causality added. Events rearranged. New event added (using dialling click s in estimating the dose) event updated for the event incorrect dose administered by device. Narrative updated accordingly. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment: 23-oct-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached. Considering that the device was damaged, during use and leading to incorrect dosage, it could be attributed to incorrect handling of the device.

Event description:
Case description: investigation results: novopen 4 - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer's comment: 09-dec-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the han-dling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Considering that the device was damaged, during use and leading to incorrect dosage, it could be attributed to incorrect handling of the device. With the available limited information, causality with novopen 4 is assessed as unlikely related for face injury, hypoglycaemic unconsciousness. Patient is a kid of 7 years of age, with type 1 diabetes mellitus, can result in blood glucose fluctuation leading to fall and face injury. H3 continued: evaluation summary novopen 4 - batch unknown no investigation was possible, because neither sample nor batch number was available.